Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 567mg/dl. The nurse stated that they want to be sure the insulin pump is functioning and want someone to come to the hospital to test the device as every time they attempted to have the customer back on the insulin pump, his blood glucose increased. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.